Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, device search was not displaying items having the same generic, but a different facility display name. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ es server, device search was not displaying items having the same generic, but a different facility display name. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device model, section e other occupation, initial reporter facility name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device search did not display items that had the same generic name, but a different facility display name. A technical support specialist (tss) explained to the customer that confirmation had been obtained regarding the name displayed in the name column of the facility formulary and on the 'edit medication' page, the generic name field was a mandatory field. Tss explained that whatever was entered in this field was displayed in the name column on the facility formulary page, and it was noted that the display name field was empty. When the display name field was populated, its value replaced the generic name in the name column. Tss explained in this case that the customer needed to either update the display name field with the desired name or leave it blank. If left blank, the name displayed would default to the value entered in the generic name field. The system functioned as intended after the technical support specialist investigated the issue.